Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under-infusion". "We have recently been experiencing problems in our chemo unit with infusomat pumps under infusing. This has happened a few times over the last month with 2 more incidents today, I have attached the event histories of the 2 pumps. In all the incidents the pumps are indicating the vtbi has been completed but there is fluid left in the bag. This is very concerning as the pumps have been used within the unit for more than 10 years so the staff are very experienced in using them. Customer info states: set vol:500mls rate 500mls 1600 alarm volu 0mls rate 500mls in bag 250mls remained to infuse no harm to patient; however infusion of chemotherapy took longer than scheduled time to administer. This occurred with 2 patients am and 2 patients pm on (B)(6) 2022. Both have incident report completed. Administration of chemotherapy via a braun infusomat infusion pump and infusomat space line. Impact of longer treatment time of infusion, . Impact on service as chair usage longer impacting waiting times for patients and nursing".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technical seal (44-03-400) on the lower housing were intact. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The last history files from 2022-01-25 was investigated. At 09:53 a.m. A space line neutrap was inserted. Between 09:54 a.m and 12:22 p.m the infusion was started and stopped several times. Furthermore, the time and the vtbi (volume) was changed again and again. There are two "air rate alarms" at 11:54 a.m. And 12:00 p.m. The reason for this alarm could not clarified. The history does not show any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,96%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.